Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective therapy due to high impedances on their right l1 lead. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that the patient has effective therapy, therefore this event is no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that the patient has effective therapy, therefore this event is no longer reportable.